Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-22-client is testing with expired test strips. Note: customer contact us on (B)(6) 2018 to let us know that he did not see a return envelope with the replacement products that was sent to him so he discarded of the defective meter and the expired test strips.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is 100-120mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was not performed due to expired strips. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is last year. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer called in concerned with the meter reading hi. Informed customer that hi means over 600mg/dl. Customer opened vial of strips over a year ago. Customer's test strips are expired. Advised customer to not test with expired products.